Event description:
It was reported that the customer was admitted as an inpatient to a hospital for high blood glucose. It was also reported that customer's blood glucose level was high when the pump had quit working. Customer then became disoriented and did not know how to operate the pump. Physician found that the customer did not have the basal rate running on the pump at the time of hospitalization. The physician was led to believe that the customer's high blood glucose level may have been pump related. Troubleshooting was not performed due to not having the pump at the time of call. It was advised to have the customer to check the alarm history on pump and to call back to troubleshoot. The customer's daughter called back to troubleshoot and a self test was ran and all was programmed in pump. Advised to check with the father's physician for the approval on all that was programmed in the pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.